Event description:
The reporter stated an eyconics lens after injection was noted to have a damaged posterior haptic plate. The lens was removed with no pt injury and a different type lens was implanted. The pt has corneal edema which is being resolved. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger/overrode iol.

Manufacturer narrative:
Evaluation codes results: a foam tip plunger lot number search was performed and no similar complaint found. An injector lot number search was performed and four similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. Conclusions(no conclusion can be drawn): based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.